Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet following a meal announcement for steak, a baked potato, and an orange, with the lowest reported blood glucose of 40 mg/dl and approximately 30 minutes spent below range; the caregiver turned the ilet off, and support advised placing it on the charger to turn it back on and educated that the ilet suspends insulin delivery at a low glucose threshold. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no backup therapy use. Investigation included customer interview and troubleshooting with user education on monitoring glucose prior to meal announcements and on device low-glucose insulin suspension behavior. Investigation of this case revealed that physical activity before the meal and an incorrect meal announcement likely contributed to the hypoglycemic event, and the device functioned as designed. It was concluded that the event was user-related with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.